Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a 1.50mm x 15mm emerge balloon catheter was selected for use and advanced to predilate the lesion. However, upon the first inflation, the balloon ruptured at 8 atmospheres after a duration of 12 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.